Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, although the balloon catheter was flushed multiple times, air was unable to be aspirated from the balloon catheter luer. The luer was replaced without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. Additional information indicated that air 'gathered' in the luer, and it was alleged that air may have entered toward the distal side of the luer and entered the patient's body.